Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a packing coil lp and a non-penumbra microcatheter. During the procedure, while advancing the packing coil lp through the microcatheter, the physician experienced resistance, and the packing coil lp unintentionally detached in the microcatheter. The physician aspirated the detached coil with a syringe. The procedure was completed using a new coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the follow-up #1 MFR report and is being corrected on this follow-up # 2 MFR report: 3005168196-2024-00219. Section h. Box 10/11. Narrative/corrected data: corrected from "005168196-2024-00219" to "3005168196-2024-00219".

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up # 1 MFR report: 005168196-2024-00219 section d. Box 4. Unique identifier h3 other text : placeholder.